Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the went to a local orthodontist and was advised not to wear the retainers and to let their teeth return to their original placement due to their current placement is causing severe long term problems now with their teeth, their teeth are hitting each other. The constant movement of their teeth is causing damage.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.